Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the complaint instrument was returned together with an access kit, including the working sleeve. The balloon of the complaint instrument has been inflated and the instrument was not located within the working sleeve. It appears that the physician had encountered difficulties in withdrawing the complaint instrument through the working sleeve after inflation, but succeeded in removing it later, outside patient. The wire lumen of the complaint instrument is plastically deformed and elongated, possibly indicating that the inflation took place without the stiffening wire inside the wire lumen; which is permissible by the instruction for use (IFU). The stiffening wire was later inserted again and the wire lumen and the tip of the complaint instrument were pierced. It seems likely that this happened after the procedure, as the IFU instructs the physician not to introduce the stiffening wire again when the synflate balloon is still inside patient. A few drops of blood were observed inside the wire lumen. Since the lumen is pierced it is not possible to pull enough vacuum to completely deflate the balloon, as such it is not possible to slide the complaint instrument through the working sleeve. Due to the damage it is not possible to reconstruct the situation. The review of the manufacturing history of the production lot did not reveal any nonconformity. The complaint instrument was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection. The physician reported difficulties in passing the complaint instrument through the working sleeve. The investigation has shown that the wire lumen of the complaint instrument has been accidentally pierced with the stiffening wire. This damage most likely occurred after the complaint event, but as a result the balloon cannot be fully deflated and it is not possible to reconstruct the situation experienced by the physician during the procedure. Since the manufacturing history does not show any indication of a problem with the device itself it seems likely that the root cause for the complaint event is related to external factors during the procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). (B)(4) alternative procedure having to be performed due to complaint event. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a kyphoplasty procedure on an unknown date, the surgeon did not finish the procedure because it was not possible to pass the synflate vertebral balloon through the trocar. Due to the reported event, the surgeon opted to perform a normal vertebroplasty instead. There was a 15 minute surgical delay due to the complaint issue; however, the procedure was completed with no adverse consequence to the patient. This report is 1 of 2 for (B)(4).